Manufacturer narrative:
The excor accessory set pu valves, lot number 00120199 has been used during the implantation on (B)(6) 2023. We have reviewed the production records of the excor accessory set pu valves, lot number 00120199. This product was produced according to our specification. Product were not available for evaluation. The de-airing tubing is not glued to the stop cock, it is slid on with a tight fit. IFU 1000721x18 rev 15 (page 102) clearly indicates never to pull on the de-airing tube, when removing the de-airing needle. Since no product were returned, we are unable to determined the exact casue for the recorded complaint.

Event description:
The site contacted clinical affairs to report that the surgeon attempting to de-air the blood pump when the stopcock at the end of the priming tube became dislodged from the tubing. As a result, air was entrained in the blood pump. While the de-airing process was ultimately completed.